Event description:
Customer reported the sys fails to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the sys interface pcb. Sys operates as intended.